Event description:
It was initially reported that the zimmer air dermatome ii was showing blistering of the surface coating on the handle of the device. Additional clinical follow up determined that the issue did not occur during a surgical procedure and there was no patient involvement or harm associated with the report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.